Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting a solution bag during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It explains that the user should follow the end therapy early procedure if a bag becomes disconnected. Furthermore, it states that contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check supply line alarm, a technical service representative (tsr) discovered that a home patient (hp) removed one of the supply bags during therapy. The tsr assisted the hp with ending therapy and the hp planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.